Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in the (B)(6), during a transfemoral tvr procedure in the pulmonic position, the 29mm sapien 3 valve embolized to the pulmonary vasculature. The patient was converted to surgical valve replacement. The patient was reported to have been ¿fine¿ post procedure.

Manufacturer narrative:
B3, b4, d6 and d7.

Manufacturer narrative:
Section h6 and h10. Section h10: it is perceived that the valve embolization occurred due to valve under-sizing. The patient was reported to be stable post-surgery. The valve was not returned to edwards for evaluation. Information regarding the disposition of the valve was not provided. Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a native pulmonic valve is not indicated per the labeling; therefore, the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. The exact cause for the valve embolization is unknown but per report may be due to an undersized valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.